Event description:
Utah catheter broke inside of patient. The top balloon became dislodged inside the patient still blown up and intact. The bottom balloon still attached to the catheter and removed from patient while the top balloon was intact still inside patient, had to be manually removed by provider.